Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown variax distal radius locking plate. Device will not be returned.

Event description:
It was reported by patient's attorney that allegedly, "my client had surgery to her left wrist on (B)(6) 2015. She started developing extreme pain and swelling to her wrist following her surgery. Her primary care physician discovered the broken plate on an x-ray around (B)(6) 2015. She returned to her surgeon and the broken plate was confirmed by him. My client had surgery on (B)(6) 2015 to remove the broken plate and replaced with a new plate."